Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons on the insulin pump are getting stuck. Customer did not recall any significant events leading to the keypad issue. Blood glucose value was 150 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.